Manufacturer narrative:
Livanova (B)(4) manufactures the s3 cardioplegia display module. The incident occurred in (B)(6). Livanova (B)(4) requested the device for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the cardioplegia module deliver button from the s3 cardioplegia display module did not work. The customer restarted the device which solved the issue. The customer replaced the module with a spare one as precaution. There was no report of patient injury.